Event description:
The user stated the device gave the "not ready for use, replace pads" announcement when retrieved for deployment. The battery and pads are not expired. The pt did not survive.

Manufacturer narrative:
Product evaluation pending.